Event description:
A customer reported a high reading with the adc device. The customer reported a comparison of 12 mmol from a healthcare meter against 25 mmol from sensor with symptoms of hypoglycemia. The customer was given an insulin injection as treatment by a non-healthcare provider based off of the 25 mmol reading from the sensor, which subsequently led to a "sharp drop in sugar levels" with hypoglycemia symptoms throughout the night. The results when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. No further information was provided.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.